Event description:
While setting up for an open heart case, the anesthesia technologist noticed the blood pressure transducer manufactured by ICU medical inc. Flushed itself with air. This is not consistent with how the transducer operates. He began troubleshooting the transducer making sure all the connections were tight, then primed it with saline and three seconds later it filled itself with air again. The transducer was pulled off and replaced with another one. The manufacturer was contacted by phone to inquire if this has happened before. He was told it has happened once before that the manufacturer's representative had heard about. He said to pull all transducers off the shelf and they were going to do a recall.